Event description:
During set-up for the procedure, when the instrument was being attached, the 4-40 stud of the handpiece broke off inside of the ace. The case was able to be started and finished with a second handpiece and ace.